Manufacturer narrative:
H3: device evaluation - lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found the lens haptic broken and bent. Dimensional and functional inspection found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency cause of the event was reported as unknown.